Event description:
Strings also came out of it - tampon [device breakage] . Strings that are wrapped open - tampons [device physical property issue] . Case narrative: consumer reported via phone that tampon strings are wrapped open and some strings came out of tampon. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.